Manufacturer narrative:
The manufacturer received information that a trilogy evo o2 ventilator was evaluated for the allegation that the device was not operational. There was no harm or injury reported. The oxygen blending module, active exhalation control module and 3-way solenoid valve, the obm cable and internal battery were reported to have been replaced as part of device repair. Following the testing and verification procedure for this ventilator, the device settings are restored to factory. All the necessary checks have been carried out to certify the restoration to the conditions prior to the breakdown.

Event description:
The manufacturer received information that a trilogy evo ventilator was reported to be inoperable. There was no harm or injury reported. The philips field service engineer (fse) is planned to be dispatched to the customer site for evaluation/repair of the device. No additional information is available at this time. Device evaluation has not yet been completed. Although there was no patient harm or injury, this event is reportable because the failure could affect the ability of the device to provide therapy to published specifications. The device has not yet been returned to the manufacturer for evaluation; therefore, the alleged malfunction is not able to be confirmed at this time. A follow-up report will be submitted when the manufacturer's investigation has been completed.